Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) was 514 mg/dl which was addressed with a correction insulin injection. Cause for bg was unknown. Tandem technical support advised customer to reach out to healthcare professional and discuss possible reasons for elevated bg, customer acknowledged.